Event description:
Boston scientific received information that this right ventricular pace/sense lead exhibited impedances greater than 2,000 ohms as the lead was not fixed correctly in the device header. The lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.